Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. On receipt of the device the pigtail mandrel was inserted and the stent protector was placed over the stent. A visual and tactile examination found multiple kinking on the hypotube shaft and a hypotube break 314mm distal from the end of hub. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 13-apr-2016. It was reported that crossing difficulties were encountered. The tight fibrotic target lesion, containing an acute bend, was located in the left anterior descending artery. After pre-dilation, a 2.75x24mm promus element drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.